Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
When cypher stent delivery system (sds) was delivered to the target lesion and inflated up to 8 atmospheres, the balloon ruptured. The pt was a male. The target lesion was the mid right coronary artery (rca). The lesion was a de novo, moderately calcified and moderately tortuous. There was 100% stenosis. It was an emergent case due to an acute myocardial infarction (ami). Access was made at the femoral artery and there was no difficulty accessing the lesion worth a guidewire. A 7fr. Guide catheter was inserted. Aspiration and pre-dilation with a balloon catheter (ryujin, 2.5/20mm) were conducted. The sds was properly inspected and prepped. When the sds was delivered to the target lesion and inflated up to 8 atmospheres with an indeflator (bsj), the balloon ruptured. The balloon rupture was confirmed by back-flow of blood into the inflation device. Therefore, the balloon of the sds was immediately retrieved from the pt and post-dilation was conducted with a bc (avion hp, 3.0/20mm) using the same indeflator without issues. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis due to pt's infectious disease. The physician did not indicate any anomalies prior to use.